Event description:
Customer reported thermister error on sys on 06/13/2007 and phoned for svc the same day. The problem occurred setting sys up in preparation of a discoscopy case, no pt involvement occurred. The system failed to work after reboot, error message reappeared.

Manufacturer narrative:
Gehc svc personnel booted sys and confirmed customer concerns, thermistor error message displayed. Removed power from sys and gained access to thermistor wiring harness. All wiring was intact and routed properly. Noticed tight strain on high voltage cable assembly where the cables enter into the x-ray tube. High voltage cable assembly was caught in rotation brake handle assembly, causing the heavy strain on the cable. Removed and reseated the jack that the thermistor wires run through, the jack was pulled away and not properly seated into the connector. Reconnected jack and ensured proper seating. Booted sys and no thermistor error messages were displayed. Made several fluoro procedures and exercised c-arm through its full range of motion to ensure no heavy strain on the cabling and strain on the jacks/plug connectors. All tests were satisfactory and all jacks did not have strain when exercised through full range of motion exercises. Sys operates as intended.